Event description:
A facility medwatch was received. No new information was reported. However, it was unclear if this was submitted by the physician directly to the FDA.

Event description:
Additional information received reported the patient underwent a psychology screening on (B)(6) 2011 prior to implant. The patient's diagnosis was refractory obsessive compulsive disorder (ocd), major depressive disorder (mdd), recurrent, and alcohol abuse in sustained remission. Clinical ratings demonstrated a y-bocs = 38.0 (severe), ham-a = 36.0 (severe), and ham-d = 35.0. The patient had no major medical problems. During the clinical history and exam the patient reported passive suicidal thoughts with a clear contract for safety and longstanding sobriety. He denied any suicide attempts and denied sa treatment. It was later found that there had been a suicide attempt in the past. The patient was on valproate 1000 mg daily, fluvoxamine 100 mg daily, olanzapine 20 mg daily, lorazepam 1 mg 4 times daily, and propecia. The patient did not indicate use of lunesta or lithium during his neurology screening on (B)(6) 2012. During a follow up appointment on (B)(6) 2012 he admitted to poor compliance with the aforementioned medications, as well as heavier use of lorazepam for sleep. In addition, some of his medication doses were found to differ from what was previously indicated. During neuropsychological testing on (B)(6) 2012 the patient reported that he tried not to mix lorazepam with ethanol alcohol (etoh). During a psychiatric pre-op visit on (B)(6) 2012 (it was unclear if the reporter intended to indicate 2011 up to this point in the chronological timeline), the patient reported passive suicidal ideation, sobriety for years, and was no longer taking his antidepressant medications; he admitted to non-compliance since (B)(6) 2011. He also admitted to overuse of benzodiazepines in the past, despite reports of previously taking up to 12mg of lorazepam on occasion. The patient was tapered off his benzoid azepine as an outpatient. Electrode implantation was performed on (B)(6) 2011 at which time the patient rated his depression = 10, anxiety = 10, and ocd = 1- (lichert scale of 1-10). The patient also indicated passive suicidal ideation, contracting for safety; sobriety for years, and reported he had stopped lorazepam and showed no signs of symptoms of benzodiazepine withdrawal. Implantation of the bilateral generators occurred on (B)(6) 2011. At that time, he was prescribed hydroxyzine 25-50 mg four times daily for anxiety and chloral hydrate 1000 mg at bedtime as needed for insomnia. The implantable neurostimulator (ins) was activated during the first neurology post-op visit on (B)(6) 2011. At that time, depression= 7.5, anxiety = 5.0, and ocd = 4.5, likely representing a lesion effect of the electrode implantation. There was little change in mood, since the patient reported his depression was unchanged, ocd was slightly better, and he felt very anxious. Initial settings were as follows, left: lead 0 negative - case positive, amplitude 2.0v, pw 60.0 microseconds, frequency 180.0 hz; right: right vp: 0-c+; 3.0; 60.0; 180.0. During the second neurology post-op visit on (B)(6) 2011 he noted no change in clinical symptoms and his device settings were changed to left: 0-c+; 2.5; 60.0; 190.0, and right : 0-c+; 3.5; 60.0; 180.0. At the next post-op appointment on (B)(6) 2011 the patient requested different settings. He felt 'jazzed' with the settings he had and turned the stimulator off, but then felt 'depressed' and turned it back on. The increase in energy represented hypothalamic stimulation so the settings were changed to left: 0-c+; 1.5; 60.0; 180.0; and right : 0-c+, 2.5, 60.0, 180.0. He continued to take hydroxyzine 25-50 mg four times daily and chloral hydrate 1500mg at bedtime as needed. A dose of diazepam 15mg at bedtime was added for sleep. The patient had subsequent programming performed during post-op visits on (B)(6) 2012. Voltage was minimized to avoid triggering mania, while pulse width and frequency were altered to maximize benefit. Settings on (B)(6) 2012 at the 6th monthly post-op visit were left: 0-/1+, 1.5, 60.0, 130.0 right 0-/1+, 2.5, 90.0, 180.0. Over these visits symptoms had been improving gradually. On (B)(6) 2012 the patient reported passive suicidal ideation, contracted for safety, and stated that he could not follow through with a suicide attempt due to religious beliefs. The patient again declined physician recommendation of maintenance antidepressant treatment. He had followed up with his primary psychiatrist, but only once. At this visit he requested and received zolpidem 10mg at bedtime instead of diazepam for sleep. On (B)(6) 2012, depression = 5.0, anxiety = 5.0, and ocd =5.0. He also reported passive suicidal ideation and contracted for safety. The patient had been scheduled for a follow up visit on the date of the event. Follow up visits following implant demonstrated the device was preforming properly (sofstart active, battery voltage not indicating depletion, timer indicating that the device was active during the interval, impedances indicating that the electrode leads were functioning). Clinical observations indicated improvement in ocd symptoms (as well as anxiety and depression) following device activation. As previously stated, the patient's symptoms persisted until implant, improved somewhat, "and temporarily after implantation due to a lesion effect", then gradually improved as optimal settings were determined. The patient had received inpatient substance abuse treatment. He reported anxiety, depression, and passive suicidal ideation but insisted he could seek help if it worsened, had access to help, and did not report any worsening of suicidal thoughts. The physician indicated it was impossible to know with certainty, but did not believe the suicide was in any way caused by the device, and indicated "by virtue of the patient's longstanding illness, he was at risk for this outcome." Additionally, the psychiatrist did not think the event was related to the device because the patient had several known demographic and clinical factors that convey risk for suicide: chronic suicidality, diagnosis of mood disorder, refusing treatment of mood disorder, anxiety disorder, being single, being male, and living alone. Additionally, the patient's depression, anxiety, and ocd were improving as settings were optimized. The patient reported improvement at all prior follow up visits. The patient also did not appear to have any adverse effects from the device (mania, psychosis, or confusion) that would lead to an impulsive suicide attempt. The limited accounts of the suicide suggest that it was not impulsive and that he acted purposefully to maximize its success. The patient hung himself when family would not be present, left a suicide note (of which the last line read, "ocd won"), and led treating physicians to believe he could not carry through on the act due to religious reasons and that he would seek help before acting. It was indicated that his actions were "not consistent with a patient having adverse effects from a neurostimulator."

Event description:
It was reported that the patient unexpectedly committed suicide. The patient was being treated for severe obsessive compulsive disorder (ocd) and depression. It was further noted that the patient "seemed to be improving both in regards to his ocd and depression." Refer to manufacturing report # 3004209178-2012-06160.

Manufacturer narrative:
Product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension product ID 3391s-40, lot# v556815, serial# implanted: (B)(6) 2011, explanted: product type lead product ID 3391s-40, lot# v556815, serial# implanted: (B)(6) 2011, explanted: product type lead. (B)(4).

Manufacturer narrative:
Refer to manufacturing report # 3004209178-2012-06160-2.